Event description:
Ppm (permanent pacemaker) generator inserted: medtronic dual-chamber, model #: w1dr01. 10:17:15 heartrate: 65, intra, nibp (non-invasive blood pressure): 128/48, loc: 1, lop: 0, resp: 14, etco2: 38, spo2: 100, notes: v paced, 10:18:44 ppm. When connected to current leads, was not working.